Event description:
It was reported that balloon rupture occurred. A 10mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.